Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 128 ohms. It was noted that there have been multiple alerts for oor impedances since 2019. There was no observations of noise and pacing impedances were stable. Technical services reviewed when to consider performing a 41j commanded shock and increasing the upper rate limit. At this time, the rv lead remains in service. No adverse patient effects were reported.